Event description:
It was reported that 11 syringes flu plus 0.25-1ml var dose 23x1 leaked. "2006 428 x 6 reported as having leakage when attempting to draw up the vaccine 2006 425 x5 syringes as above."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/29/2021. H.6. Investigation: a device history record review was completed for provided lot numbers 2006428, 2006425, and 2006404. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, fourteen unpackaged flu plus syringes were returned for evaluation by our quality engineer team. Through examination of the samples, four syringes were found to leak past the plunger rod component. In regards to the defect of leakage, it is possible that the reported incident resulted from damage to the plunger lip component. This type of damage may occur from handling through the manufacturing process or during the plunger assembly process. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone number:(B)(6); initial reporter address:(B)(6).multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2006428. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-17. Medical device lot #: 2006425. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 11 syringes flu plus 0.25-1ml var dose 23x1 leaked. "2006 428 x 6 reported as having leakage when attempting to draw up the vaccine 2006 425 x5 syringes as above. "